Event description:
User facility mandatory medwatch received from cdrh that stated: "hospira tubing list #11993-78. Lot#02-522-4w leaked at the juncture that is covered by a tube is not a connection point. Second incident occurred where nursing pulled tubing apart at that area. Made assumption was because of force used with this leaking incident, feel it could be a product problem." Upon further query, the following info was provided that indicated a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of paclitaxel, at an unspecified rate, via an unspecified pump. The customer contact reported that after the delivery was complete, an unspecified volume of solution leaked at the proximal semi-rigid adapter of the tubing set and a "small amount" of solution came in contact with the pt's visitor's skin. It was reported that the visitor's skin was washed with soap and water. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects to the pt's visitor. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4).the customer indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.